Manufacturer narrative:
This report addressed the second web. The first web is referenced under MFR report # 2032493-2024-00564. The third web is referenced under MFR report# 2032493-2024-00566. Bibliography for the above referenced article ¿propensity score-matched comparison of web 17 and web 21 with 4-7 mm device sizes for the treatment of unruptured intracranial aneurysms.¿ goertz, lukas, et al. "Propensity score-matched comparison of web 17 and web 21 with 4¿7mm device sizes for the treatment of unruptured intracranial aneurysms." Clinical neuroradiology (2024): 1-10.

Event description:
Additional information response from inquiry received from the physician and author of the article dr. Lukas görtz: 1. Can you give us a detailed description of the procedure, with regard to a possible product defect of the above mentioned medical device? In your opinion, is it a product defect (including defects in the instructions for use)? Description of the procedure: planning and preparation: the patient was diagnosed with two incisional cerebral aneurysms, one at the left internal carotid artery (aci, paracavernosal/infraclinoid, 12 mm diameter), the other at the bifurcation of the left middle cerebral artery (mca, 6 mm). The aci aneurysm was treated endovascularly using coil embolization 2.5 months prior, without complications. Regarding the wide-base mca aneurysm, the patient was carefully informed about the treatment options, with the web device being the preferred option in order to avoid lifelong dual antiplatelet therapy (tah). Coil embolization alone was ruled out as a treatment option due to the unfavourable anatomy of the aneurysm. The possibility of a stent insertion was considered, and the patient was prepared accordingly and had taken aspirin 100 mg 1x/d and clopidogrel 75 mg 1x/d starting 5 days before the planned procedure. Technical procedure of the intervention: under general anesthesia, a 7f sheath was first placed in the right inguinal artery. Above this, the left aci was probed with a 6f envoy guide catheter via a 4f sim 1. Then, to improve stability, this was changed to an 8f sheath and an 8f guiding catheter where a 5f intracardiac catheter was inserted into the left aci. A 3d rotational angiography with computer-assisted evaluation was carried out in order to plan the intervention. The left mca aneurysm to be treated was wide-based and measured approximately 5.1 x 5.7 x 6 mm. The aneurysm was probed atraumatically with a microcatheter and a microwire and a web sl 6x3 mm was released under fluoroscopic control. In the first stage, the web was opened in a very controlled manner, but came too far proximally, so that the exit of the superior truncus was protruded. As a result, the web was not finally released, but recaptured and repositioned in the aneurysm, which proceeded without any visible problems or resistance. Nevertheless, after it was released the second time, the dsa showed that the web was completely or at least partially located in the subarachnoid space. At this point, there was no contrast medium extravasation, so the web was not retrieved but left in place. The aim was to close the remaining aneurysm by stenting with platinum microcoils and only then to detach the web. However, the coaxial system did not allow additional probing of the inferior or superior truncus with a catheter whose lumen would have been large enough to apply a microstent. Ultimately, the web had to be detached, whereupon a subarachnoid hemorrhage, visible in the form of cm extravasation, occurred and, despite maximum anesthetic therapy, blood pressure and pulse were compromised. The superior truncus was therefore immediately probed with the inserted microcatheter and a stent was released to bridge the aneurysm. The aneurysm was then probed through the stent using a microcatheter and quickly filled with 5 platinum microcoils. Nevertheless, there was still visible cm extravasation. For this reason, two flow diverters were released overlapping through the enterprise stent and bifurcation bridging. At the same time, the senior neurosurgeon on duty was informed and an external ventricular drain was placed on the angiography table. The final angiographic examination after application of the evd showed no filling of the aneurysm, but overall very clearly delayed contrasting of both aci when injected into the cervical common carotid artery or into the right brachiocephalic truncus in the sense of a clear global reduction in brain perfusion. Assessment of a possible product defect: the web device was initially placed in the aneurysm, but had to be repositioned due to an unfavorable initial position with protrusion. The risk of misplacement is a rare but known problem in the endovascular treatment of intracranial aneurysms and depends on anatomical conditions and the geometry of the aneurysm. The instructions for use refer to such scenarios. The rupture occurred when the web device was released the second time, most likely due to manipulation of the web tip on the aneurysm dome. The instructions for use also refer to this as a potential complication. There were no indications of a mechanical defect in the web device (e.g. Material breakage or malfunction). Conclusion: from the current perspective, there is no recognizable product defect. The complications were inevitably fated due to anatomical and technical challenges. 2. What was the cause of death? Was an autopsy performed? If so, what was the result? Subsequent CT scans revealed a massive subarachnoid hemorrhage with blood in the ventricles and cerebral edema, which ultimately led to so-called upper and lower incarceration. The cause of death was therefore cerebral incarceration as a result of extensive cerebral edema. No autopsy was performed. 3. In your opinion, is there a causal connection with the aforementioned medical device or another medical device involved? Please provide a detailed explanation: the rupture of the aneurysm occurred during the second implantation attempt of the web device. This rupture was most likely caused by manipulation of the implant on the aneurysm dome with an overall complex anatomy of the aneurysm (wide-based and irregular morphology) and tortuous course in the access and the carrier vessels. After careful analysis, there was no indication that the rupture was caused by a defect in the implant itself. There was also no indication of a defect in any of the other materials used. The risk of aneurysm perforation is known in endovascular procedures, is part of the pre-interventional patient information discussion and is influenced by factors such as the vessel anatomy and actual wall thickness and thus also the spontaneous risk of rupture of the aneurysm and ultimately the high level of care taken during the technical procedure. Dual antiplatelet therapy (aspirin and clopidogrel), which is routinely administered for such procedures to allow the option of changing the treatment strategy to stent-assisted coiling, and perioperative heparinization, which is essential for preventing thromboembolic complications, may have prolonged the duration of bleeding after the rupture, but did not influence its occurrence in principle. Summarized explanatory statement: a causal connection with a product defect is not evident. Rather, the complication appears to be fateful and attributable to the procedural, technical and anatomical difficulties of the procedure. Patient identifier (subject#/initials), gender, and age: (B)(6), initials: bm, gender: f, age: 65 yrs device model and lot number: web sl 6x3 mm, lot: 14060305. Date of event: march 13, 2015. Date of death: (B)(6) 2015. Date and type of intervention (if applicable): (B)(6) 2015; web embolization of an unruptured aneurysm at the left middle cerebral artery bifurcation. Any additional information regarding the event: see above.

Event description:
It was reported through an article received entitled ¿propensity score-matched comparison of web 17 and web 21 with 4-7 mm device sizes for the treatment of unruptured lntracranial aneurysms,¿ that a ¿subarachnoid hemorrhage caused by aneurysm perforation with the distal tip of the web 21 in a middle cerebral artery (mca) bifurcation aneurysm and perforation with the guide wire in a web 21 treated acom aneurysm. The patient died from subarachnoid hemorrhage, brain edema, and multi-infarct syndrome.

Manufacturer narrative:
Investigation findings: items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot further evaluate any potential root causes. Batch review: a search for non-conformances associated with this part / lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications ¿potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not re-sterilize and/or reuse the device. Reuse and/or re-sterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and/or re-sterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device (¿) 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green, and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green, and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion: the physical device was not available for evaluation to further investigate if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. This report addresses the second web. The first web is referenced under MFR report # 2032493-2024-00564. Bibliography for the above referenced article ¿propensity score-matched comparison of web 17 and web 21 with 4-7 mm device sizes for the treatment of unruptured lntracranial aneurysms:¿ goertz, lukas, et al. "Propensity score-matched comparison of web 17 and web 21 with 4¿7 mm device sizes for the treatment of unruptured intracranial aneurysms." Clinical neuroradiology (2024): 1-10.